Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was oversensing noise. The lead was capped and replaced on (B)(6) 2021. During procedure, the lead was visually seen to have insulation damage near the header. The patient was stable.